Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call on (B)(6) 2021 to ensure the initial concern is resolved - able to establish contact with customer who stated he had purchased new test strips and the initial concern was resolved.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 172 mg/dl. The customers expected am fasting blood glucose test result range is 96-114 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer was using expired and incorrect test strips (true test). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (b)6).